Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Endoscopic (ercp) stent placement case for normal anatomy (transpapillary) was performed with zebd-7-7. After using a straightener to straighten the zebd-7-7 and it was attempted to use for stent placement under ercp, the wire guide (olympus/vidiglide2 g-260-2545a) was caught and could not be inserted. Upon checking the product, the stent was found to be kinked, so use was discontinued. The physician completed the procedure with another same device (lot unknown). No health hazard. User's comment: I thought the event was due to kink of the stent. [Additional information] 1 for all complaints, ask: does the complaint relate to: device placement/device removal/observation prior to patient contact upon passing wire guide though the stent. 2 what was the target location for the stent? Common bile duct. 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. It was stored vertically on the shelf. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Olympus/vidiglide2 g-260-2545a 5 was the wire guide lubricated prior to use? Yes 6 was the device at the center of the complaint inspected for damage prior to use? Unknown. 7 was the wire guide inspected for damage prior to use? Unknown. 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? No 10 did the patient involved exhibit altered anatomy or tortuous anatomy? No 11 if not with the device in question, how was the procedure finished? The procedure was completed with another stent of same rpn (unknown lot). 12 did the patient require any additional procedures as a result of this event? No 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No 16 was a straightener used to straighten the stent? Yes 17 (if any damages were confirmed prior to use) was the package damaged? No for complaints occurring during use (once in contact with endoscope) also ask: 2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus/jf-260v. 3 does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes 9 how did the physician determine the length of the stent to be used for the procedure? Measured under fluoroscopy 10 where was the stricture located in the duct? Common bile duct. 21 were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example, guiding catheter shortened. No 24 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. No 25 did the patient require any additional procedures as a result of this event? No 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? No

Manufacturer narrative:
Device evaluation: 1 unit of lot number: c2191731 of zebd-7-7 device was returned for evaluation opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 07 nov 2024. On evaluation of the devices the following observations were made: visual inspection: stent and catheter returned. Pigtail straightener on stent returned in incorrect orientation. Kinks observed on 02nd and 05th portholes on the tapered end pigtail curl. Functional inspection: 0.035-inch wire guide does not pass the kinks. Manufacturing records: prior to distribution zebd-7-7 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-7 of lot number: c2191731 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zebd-7-7 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c2191731. Instructions for use and/label as per the notes section of the instructions for use, ifu0045, which informs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. A possible root cause could be attributed to the kinks occurring while it was being straightened with the pigtail straightener as it was being loaded onto the wireguide. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, no adverse effects to the patient were noted in the study. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. A possible root cause could be attributed to the kinks occurring while it was being straightened with the pigtail straightener as it was being loaded onto the wireguide.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 31-mar-2025.